Manufacturer narrative:
It was reported that "fluid built up in the tubing and created a bulb-like-pocket." Received from the customer was one used primary set model 2426-0500 lot unknown. The primary set was received attached to an empty 250ml IV baxter bag of 0.5% dextrose lot y338301 exp: october 2021. A non-bd vial of solu-medrol lot cy8578 exp: march 2023 was received attached to the IV bag port. The pcu and pump device that were in use during the customer event were not returned for evaluation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed a balloon in the silicone tubing pump segment (p/n 12088541) one inch above the lower fitment (p/n tc10006063). No other anomalies or evidence of damage were observed upon initial visual inspection. Functional testing of previous complaints with the failure mode of ¿balloon/bulge in silicone tubing segment¿ was performed by placing the infusion set in an alaris pump module and closing the door, programming/running the infusion, pausing the infusion, and then injecting an IV push fluid bolus through a distal y-site of the infusion set. Testing included injecting an IV push bolus after clamping the tubing (below the pump segment but above the IV push site per the dfu) and injecting the IV push bolus without clamping the tubing. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). Further visual inspection of the silicone tubing confirmed that the tubing's concentricity was within specification. Equipment used (measurement on 27-aug-2020). Ram optical instrumentation/eq08204/calibration due date 5-feb-2021. Device history record could not be performed on model 2426-0500 because the lot # for the suspect set was not provided. The customer¿s report that the tubing created a bulge/ballooned was confirmed by visual inspection of the as-received sample. The balloon was located on the silicone tubing one inch above the lower fitment. Further visual inspection under magnification found the walls of the silicone tubing segment to be concentric. Since the observation of the balloon in the silicone tubing segment has already been observed in a high number of previously investigated complaints, functional testing was not conducted. This is rationalized in instruction 7.2.2 of 1503-001-000-swi-mms (v. 02) cad complaint failure investigation (dir #(B)(4)) that states that the complaint failure investigation is not required if the investigation on the reported event has been previously performed and is supported by the technical customer advocacy manager. Although the root cause could not be definitively determined, previous extensive failure investigations have found that ballooning can occur when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to balloon. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was bulging. The following information was provided by the initial reporter: material no.: 2426-0500, batch no.:unknown. It was reported that fluid built up in the tubing and created a bulb-like-pocket.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was bulging. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.:unknown. It was reported that fluid built up in the tubing and created a bulb-like-pocket.